Event description:
Customer complaint - limited data available "customer complaint: ""the test strips are not working well they give readings with too much margin of error the reading of twenty can come out in one strip and in the next 350 and the one that follows 480 and all taking the blood from the same finger and with a margin of less than a minute.

Event description:
Customer complaint: limited data available. The test strips were not working well and they were giving readings with a large margin of error. The reading of twenty can come out in one strip and in the next 350 and the one that follows 480 and all taking the blood from the same finger and with a margin of less than a minute